Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer identified that the cable of the tip up fenestrated grasper was snapped and device was not functioning properly. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.